Event description:
It was reported that a 14mm amplatzer septal occluder was selected for an implant on (B)(6) 2022. During deployment the device took an inappropriate shape. Device was removed from the patient prior to released from the delivery cable. There was no interaction with atrial structures during deployment and no angulation or kink noticed in the delivery system. No device was implanted. Patient stable, no additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission..

Manufacturer narrative:
An event of a 14mm amplatzer septal occluder presenting an 'inappropriate' shape during deployment was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.